Manufacturer narrative:
Insulin pump received with blank display due to corroded keypad electronic assembly. The motor assembly was also found with corrosion damage. Cracks to the display window, reservoir tube lip, battery tube threads and missing end cap sticker also noted.

Event description:
Customer reported that the insulin pump shut down. She stated that the insulin pump had been submerged in water. She reported that there is a crack above the up arrow button and she believes that is where the water got in. The blood glucose reading was 235 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.